Event description:
The manufacturer was informed on this event through the sure avr study registry. On (B)(6) 2018, a patient received a perceval pvs23 in aortic position. Based on the database review, the patient received a pacemaker on (B)(6) 2018 (~ 12 days post-operatively). The reason for the implantation is indicated as an atrioventricular block grade iii, defined as a new conduction abnormality for this patient. On (B)(6) 2018, the patient was discharged with a good device functionality (mean gradient 5 mmhg, no regurgitation).

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device remains implanted, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.